Event description:
The patient began experiencing symptoms of withdrawal. These included nausea, vomiting, diarrhea, and malaise. The patient went to the emergency room. The hcp admitted the patient to the hospital and started him on IV morphine. A roller study was done that demonstrated a rotor stall. The pump was explanted and replaced. The patient's symptoms resolved.